Manufacturer narrative:
Correction: initial information was previously submitted for this case under the incorrect MFR ( 0001038806-2018-00775). One tapered screw-vent implant with mtx surface was returned with a fractured unknown zimmer screw stuck in the implant drive feature. A visual inspection of the as received product identified that the fractured piece of screw was stuck in the implant drive feature and could not be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A singular cause for the complaint could not be determined. The following information is unknown and not made available to the manufacturer: unknown brand name; unknown item, lot and UDI; unknown 510k. The following sections have been updated: based on evaluation results, the report type was updated; selected the outcome attributed to the event; date of this report; event description; manufacturer; concomitant device information; contact office; manufacturer's contact office; date received by manufacturer; checked "follow-up"; type of reportable event; checked follow-up type; changed "no" to "yes"; entered evaluation codes; added manufacturer narrative; x-ray was received.

Event description:
Doctor indicated that patient came with loosen crown an unknown zimmer abutment screw fractured inside the implant and removing the crown the clinician noticed that implant was fractured. Doctor was unable to confirm abutment.